Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 event site name due to character limitations (B)(6) medical center.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt short port insufflation on device is not working. Opened up accessory tray to use separate btt port.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/03/2024. An investigation was conducted on 05/15/2024. Signs of clinical use and evidence of blood were observed. The harvesting device, cannula, insufflation tubing, and c-ring were observed to be intact with no visual defects. The btt was not returned for evaluation and therefore could not be investigated for the reported failure. Based on the results of the evaluation, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000354604 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.